Event description:
Caller reported a cartridge alarm issue which did not adversely impact their blood glucose level. Although the caller had not previously reported specific cartridge alarms with the pump, there were issues with consecutive cartridges. Tandem technical support decided to replace the pump, advising the customer of the backup therapy to use in the interim. The pump was confirmed to be in warranty, and a replacement pump with updated software was sent. Instructions for placing the old pump into storage mode and returning it were provided, and the customer acknowledged and understood these steps.